Manufacturer narrative:
The product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. A qualified delivery system was indicated with a non-company viscoelastic. Compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implantation a foreign material was found on the iol. The foreign material was removed during initial procedure and surgery was completed without product replacement. Additional information was received stating physician does not suspect ophthalmic viscosurgical devices (ovd) for reported event.